Event description:
Received info that load fill tubing was stopped at 9.8 units and a message asked for minimum of 50 units of insulin was displayed. Reportedly, the cartridge had been filled with 100 units. The customer;s blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.